Event description:
It was reported that the insulation was broken on both leads. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood on the electrode tip, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression. (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood on the electrode tip, there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression.